Manufacturer narrative:
This event is recorded by zimmer biomet under: (B)(4). G2, country event occurred in: japan. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during surgery that the device's needle fractured. The patient did not retain any foreign object from the fractured needle. There was no reported harm, injury, surgical/medical intervention to patient. An approximate 15-minute delay was reported while another device was prepared. Due diligence is complete. No additional information is available.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h11. Visual examination of the returned product/provided pictures identified the device has not been cycled and the sutures and anchors remain in the needle. The tip of the needle has fractured and was all returned. Fracture analysis identified a bending overload as the mode of failure. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed by returned device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.